Event description:
The struts of a trapease filter fractured. The patient had deep venous thrombosis, due to a bone fracture, and was treated with a trapease filter. The filter was implanted below the renal vein, ostial. Approximately two years post index procedure, the patient had radioneuritis pain, like needle punching. Then, the patient went to another hospital for a diagnosis and was mis-diagnosed as right renal calculus. Approximately a two years and eleven months post index procedure, coronary angiography was performed and revealed that one of the filter struts was fractured. The product was still implanted in patient's body. The patient is in stable condition.

Manufacturer narrative:
Approximately 2 years after implant of a trapease vena cava filter below the renal veins, the patient returned to a different hospital with pain. The patient was misdiagnosed at the time with renal calculus. Approximately 11 months later, post coronary angiography was performed and revealed that one of the filter struts was fractured. The patient was reported to be in stable condition. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the paucity of clinical information and lack of images regarding the filter, the exact etiology of the filter fracture cannot be definitively determined.